Event description:
As reported by the chemotherapy pharmacist at the user facility: reports infusions started without difficulty. When nurse came back to check on patient puddle of etoposide on floor and also some on patient. Chemo spill. Leaking was noted from lowest y site. Both incidences were etoposide. Customer reports same filter has been used through out hospital and they have not had reports of this occurring with any other drugs. Customer unable to save actual samples due to handling of chemo drug, but will return unused samples. Additional information provided by the pharmacist indicated no one suffered any adverse sequela associated with the reported incidents.

Manufacturer narrative:
The actual device in the incidents were not returned to the manufacturer to be evaluated. Thirty eight (38) unused representative samples sealed in the blister package from the reported lot were returned for evaluation. The thirty eight unused samples were subjected to a pressure test at 10 psi of air according to specification for leakage. Three (3) of the samples were noted to leak at the upper insertion point of the tubing into y-site and one (1) sample was noted to leak at the bottom tubing insertion point. Closure examination revealed a void in the solvent bonded joint between the y-connector assembly and the tubing. This investigation is ongoing at this time. A follow-up report will be sent if any additional information becomes available.